Event description:
During index procedure, the patient had two endeavor sprint drug-eluting stents successfully deployed; one at rca and one at lad. Approximately 12 months post index procedure, the patient experienced an mi and was hospitalized. Investigator indicated that the event was unlikely to be related to the study device.

Event description:
Approximately 12 months post index procedure the patient underwent target vessel revascularization due to restenosis. A drug-eluting stent (unknown brand) was implanted. Investigator indicated that the event was unlikely to be related to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of the procedure (mi).